Event description:
It was reported that there was a tear in the protection sleeve of the device and that there was a disconnection of the closed system. Reportedly, the actual device that malfunctioned was discarded; however, a device from the same lot number is being returned. It was indeterminable if the device malfunctioned before or during use. However, there was no report of patient complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.